Event description:
The device was used during a vein stripping procedure. Reportedly, the staples did not form properly and there was tissue trauma. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.